Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, device memory was reviewed. We confirmed that the device declared eri after experiencing one charge time greater than the extended mid-life eri charge time limit of 18.9 seconds. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by charge times in excess of the 18.9 second extended eri charge time limit. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, an eri charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was replaced after triggering elective replacement indicator (eri). Premature battery depletion was alleged. No adverse patient effects were reported.

Manufacturer narrative:
Upon analysis, this event will be updated.